Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing intervals due to larger preceding signals. Technical services (ts) reviewed the event and provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.